Manufacturer narrative:
Date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic dissection. It was reported that the patient presented emergently on approximately and a type a retrograde dissection was diagnosed. The patient received an unknown treatment. The patient expired on an unknown date. As per the physician, the cause of the dissection of death is undetermined. No additional clinical sequelae were reported.